Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(4) 2016 to report that a patient had a yeast infection on his back. The infection was dry and itchy. The patient's physician prescribed an ointment for the infection. Follow-up indicated that the infection had improved.